Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: one sample photo and one unused 20 ml ll sample was provided to our quality engineer team for investigation. A device history review could not be performed as no lot information was provided. Upon visual inspection of the sample, a black particle was identified inside the syringe. Though our investigation the particle was verified to be a piece of residual trim from the stopper, a component that is provided by an external supplier. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. A scar, supplier corrective action request, has been sent to the supplier site regarding this issue. Investigation conclusion: it has been received 1 unused sample of 20ll without blister and 1 picture for investigation. Upon visual inspection of the sample and picture received, it can be observed a black particle inside the syringe. On inspection at 10x it can be confirmed this foreign matter is a piece of stopper. DHR cannot be reviewed since lot number is unknown. The extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier ((B)(4)). Incoming inspections are done periodically according to procedures (B)(4). According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)). Equipment of manufacturing line is regularly cleaned according to procedure (B)(4): once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with failure in stoppers cut by supplier. Root cause description: residual trim hairs/flash from stopper (stopper supplier manufacturing process).

Event description:
It was reported that a bd plastipak¿ 20ml syringe luer-lok¿ had a big loose piece of plastic inside the syringe.